Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that between follow up appointments this pacemaker's estimated longevity went from two years remaining to replacement needed. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that this device was explanted and replaced. The explanted device is not expected to be returned for analysis.